Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a loose swivel, assembly, difficulty to secure the cutter, and had overheated. It was determined that the loose swivel issue was due to a lack of visible loctite applied the threads of the swivel and the threads on the motor housing. The burr lock mechanism assembly was disassembled and it was observed that there was a buildup of possible medical debris and detergent. No other issues were observed with the burr lock mechanism. It was further determined that the heat and difficulty securing the cutter was due to debris and residue preventing the lock tabs from moving into place. Therefore, the reported condition was confirmed. The cause of the medical debris and detergent residue buildup was likely due to improper cleaning. The assignable root cause of the swivel issue was determined to be due to improper assembly of the device during the manufacturing process. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device overheated, the handpiece did not secure the swivel, and it was difficult to lock the cutter device properly. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.